Event description:
The stapler reload did not complete the staple line completely. Right in the middle of the staple line there were missing staples within the line. Missing staple spot sewn over with suture, no injury.